Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02235.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery (pica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the target vessel using a non-penumbra microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was then completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.